Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she found that the infusion set was bent. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 139 mg/dl at the time of call. The customer stated that her blood glucose reached as high as 450 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.